Event description:
A customer reported an intermittent loss of irrigation. No add'l info was given. Add'l info has been requested but none has been received to date.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The irrigation pressure sensor (ips) was replaced for diagnostic purposes and will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).